Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during hip fracture surgery using the tfna system, it was identified that the tfna nail was unable to be attached to the insertion handle due to the small metal tab at the proximal end of the nail was bent inward slightly. The staff put the defective implant to the side and opened another of the same implant. The surgery then proceeded without any issues. There was no patient harm. No additional information is available.